Manufacturer narrative:
Reporter discarded the involved product, however, provided a photograph for review. Evaluation of photograph revealed one suction oral swab with part of the distal end of the straw with the green foam separated from the rest of the stick. The suction oral swab straw showed evidence of stress marks and straw splitting consistent with biting. The biting caused the straw to splinter and separate and allowed half of the foam head, including part of the straw, of the suction oral swab to disengage. Due to the provided photograph demonstrating that the foam is still connected to the straw, the foam head was adhered correctly to the swab straw. This would indicate that there was enough glue on the suction oral swab to keep the green foam attached. The reporter confirmed the patient bit down on the suction oral swab straw causing the disengagement to occur. A physical evaluation of the product could not be performed because the product was discarded by the reporter. Production history records could not be reviewed. A labeling review of the finished good was performed. The instructions for use state, ¿do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused.¿ the review of the label is adequate for the intended use of the device and did not contribute to the reported failure. The root cause could be attributed to user error related to biting and not using a bite block during use of the product. Due to the review of the photograph and review of the labeling, there is insufficient evidence to conclude the reported issue was attributable to a quality defect or manufacturing operations. Discarded by facility; photographs provided.

Event description:
Report received of a malfunction resulting in a suction oral swab disengagement. Oral care was performed by a healthcare worker on a patient who suffers from a brain injury and was unable to follow commands. The reporter stated the patient bit down on the suction oral swab straw causing the straw and green foam to disengage inside the patient's mouth. Reporter stated the disengaged straw and green foam were successfully retrieved and no injury occurred. The reported issue occurred during initial use of the device and no bite block was in use during the reported issue. The device was discarded, however, photographs were available. No lot information was provided. Although requested, no additional information was available.